Manufacturer narrative:
Date of event was approximated to be (B)(6) 2020 as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on january 16, 2020 that a wallflex biliary rx fully covered rmv stent was implanted during a polyp procedure performed on an unknown date. Reportedly, there were no issues during the wallflex biliary stent placement. According to the complainant, post stent placement, the patient had cholecystitis and was hospitalized. On an unknown date, the patient underwent surgery for a pancreatic mass. Per the physician, the patient had a bad pancreatic cancer. The patient's condition following the surgery was reported to be stable. Note: despite efforts, boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available, a supplemental report will be submitted.